Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medstation inventory did not synchronize accurately with the es server inventory. This discrepancy affected medication orders, compromised inventory accuracy, and disrupted refill processes, resulting in additional workload for pharmacy staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 12-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory across medstation did not match the enterprise server inventory. A technical support specialist (tss) connected to the station remotely and followed the relevant knowledge article related to managing inventory status mismatches between the medstation enterprise server and the status column. The tss verified the storage space data at the server level and confirmed that no deleted or invalid inventory records were present. Inventory reports from one medstation and the enterprise server were reviewed and found to be matching. During the remote support chat session, the customer or vendor reported an issue related to the clinical communication engine, and the tss advised opening a separate support request so the issue could be routed to the interface team. The tss then requested verification of inventory reports from another medstation, and after cross checking those reports with the enterprise server inventory, the data was again confirmed to be consistent. The issue was determined to be resolved. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medstation inventory did not synchronize accurately with the es server inventory. This discrepancy affected medication orders, compromised inventory accuracy, and disrupted refill processes, resulting in additional workload for pharmacy staff. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.